Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book image) due to moisture damage electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The insulin pump had cracked case at corner of the belt clip rails.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 132 mg/dl. Troubleshoot was performed. Customer was not sure what the screen showed when critical pump errors alarmed. Customer also reported motion sensor test failure. The issue was not resolved. Customer said the pump cannot rewind because of motion sensor test failure alarm. Customer advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.